Event description:
It was clinically reported that the zimmer pulsavac plus unit didn't function. There was no report of pt injury or delay reported and the procedure was completed with an alternate device. Upon return of the device for eval. It was determined that two batteries had vented their internal contents.

Manufacturer narrative:
A review of the manufacturing records was performed. There were no non-conformances during manufacture that would be related to the reported event. All testing requirements were met. The device was received for eval. Visual inspection determined that the batteries were still located inside the battery pack. Analysis of batteries and battery pack observed corrosion on batteries and terminals in battery pack and two batteries had vented internal components. There were not shorts or current leakage noted in the electrical circuitry.